Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a faded and discolored display screen and contamination under all of the keypad button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump keypad was observed to be torn from the up arrow button down to the bottom of the down arrow button. The pump was powered on with a dim and faded display screen. The keypad buttons were tested and the buttons were found to be responding appropriately. The keypad was removed and contamination was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).